Event description:
The customer's mother reported her son blood glucose reached 21.8 mmol/l (392 mg/dl) less than 24 hours after the pod was activated. She gave a manual injection of 5.0 units of insulin. Upon inspection she noticed the cannula was bent and it was not inserted correctly into the infusion site. The pod was removed and he was able to activate a new pod. At 9:05 pm his bg was reading 17.5 mmol/l (315 mg/dl).

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the hyperglycemia. The user also reported that the cannula was otu of the infusion site. This condition could potentially interrupt insulin delivery and may lead to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.